Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that, during the implant attempt, the helix was unable to extend. The lead was removed and another lead was implanted instead. No patient complications have been reported as a result of this event.